Manufacturer narrative:
H6: component code: added code 515. H6: investigation findings: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: investigation conclusions: added codes 4315, 22. Code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, aneurysm rupture, surgical conversion. The explanted endoprotheses as well as images were requested but reportedly not available. H6: health effect - clinical code: code 1708 was retracted.

Event description:
On (B)(6) 2019, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Several follow-up computed tomography (CT) scans were performed over the next two years with the physician reportedly noting a small possible type ii endoleak causing minor sac expansion during this time. The physician continued to monitor the patient. On (B)(6) 2021, the patient presented with a slow rupture and a type 1a endoleak. However, it was reported that the physician suspected the type ii endoleak having led to the sac expansion and the rupture. Also on (B)(6) 2021, all endoprostheses were explanted. Reportedly, the patient is currently recovering.